Event description:
Patient had inferior vena cava (ivc) filter placed 8 days ago. Five days after the implant, the patient began to have chest pain. Diagnostic work up was started. Today CT results revealed subsegmental right lower lobe pulmonary embolism and ivc filter in the right ventricle. The patient was transferred to another hospital where cardiac surgery was available to assist with the removal of the ivc filter.